Event description:
Customer reported system will not make x-rays. Not pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib pcb. System operates as intended.